Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a normal generator change out. Prior to the procedure, noise over-sensing leading to pacing inhibition on the atrial lead was discovered. A fracture was also suspected. Lead was then capped and replaced at the same time as the generator change out. Patient was stable after the procedure.